Event description:
It was reported that the dexcom g7 experienced intermittent signal loss after the user removed the ilet for surgery while leaving the cgm in place, and support assisted with toggling cgm settings, re-entering the sensor code, and re-pairing the sensor, consistent with intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet characterized by intermittent communication failure associated with the antenna/electrical and magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.